Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The probable root cause is attributed to the manufacturing process.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the jaws of a vessel sealer extend instrument would not open. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure with ports placed on the patient. The jaws were not stuck on tissue when the issue occurred. There was no unexpected tissue removal, and no bleeding observed. The instrument was used for about 30 minutes prior to the issue.

Manufacturer narrative:
The vessel sealer extend instrument was transferred to the failure analysis engineer (fae) team. Fae confirmed initial findings.

Event description:
Refer to h11 for follow-up information.